Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient's device pocket became inflamed and had a puss pocket which was drained and then the device and extensions were explanted. Cultures were taken on (B)(6) 2018. The patient had their ipg replaced and then went on a cruise in (B)(6) where they had an infection/reaction with inflammation and puss. They came back to the us and their hcp explanted the neurostimulator and both extensions and took cultures of the wounds. The patient told the sales rep that they were picking at their incision during their sleep following surgery. They then went on a cruise to (B)(6). They developed redness at the site and a seroma. They also developed swelling and redness up the neck. They were seen in the ER in (B)(6) and had the incision drained x2 before returning to (B)(6) for the explantation of the battery. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a rep. It was determined the patient had an infection from pathogens, which were native to the patient's skin. The patient was currently on antibiotic therapy via pic line for infection. The patient's weight will not be provided.